Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Decreased sensing and high capture thresholds were observed on this lead. Lead was revised and remains actively implanted at this time. Should additional information become available, this file will be updated.